Event description:
As reported, during treatment of postpartum hemorrhage (pph) in a cesarean section, a pinhole leak was identified in 'bakri tamponade balloon catheter'. The patient experienced significant intraoperative bleeding of 500ml, and the balloon was used for hemostasis. The balloon was retrograde-placed transvaginally. As reported by the user, a leak was observed during inflation of balloon with 50 ml of saline. The balloon was removed immediately for integrity assessment, and the examination revealed a rupture in the balloon approximately the size of a 10 ml syringe needle. The balloon placement was subsequently discontinued, and the bleeding status was monitored closely. The estimated blood loss following the device use was 60 ml. As per the reporter, delayed hemostasis lead to increased maternal bleeding and increased medical expenses and medical disputes. Reportedly, the patient lost a total of 560 ml blood and did not require a blood transfusion. The balloon was not handled by or in the proximity of any metal tools that may have damaged the balloon. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: establishment name = (B)(6). H3: device evaluated by mfg = not returned to the manufacturer. Investigation ¿ evaluation. As reported, during treatment of postpartum hemorrhage (pph) in a cesarean section, a pinhole leak was identified in 'bakri tamponade balloon catheter'. The patient experienced significant intraoperative bleeding of 500ml, and the balloon was used for hemostasis. The balloon was retrograde-placed transvaginally. As reported by the user, a leak was observed during inflation of balloon with 50 ml of saline. The balloon was removed immediately for integrity assessment, and the examination revealed a rupture in the balloon approximately the size of a 10 ml syringe needle. The balloon placement was subsequently discontinued, and the bleeding status was monitored closely. The estimated blood loss following the device use was 60 ml. As per the reporter, delayed hemostasis lead to increased maternal bleeding and increased medical expenses and medical disputes. Reportedly, the patient lost a total of 560 ml blood and did not require a blood transfusion. The balloon was not handled by or in the proximity of any metal tools that may have damaged the balloon. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied 'upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.